Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia for approximately three hours with a peak blood glucose of 300 mg/dl after a supply change and a more-than-meal announcement while using the ilet bionic pancreas; insulin delivery through the tubing was confirmed, the glucose trended downward during the call, and education was provided regarding potential causes such as a bent cannula and conservative dosing during learning. Symptoms included elevated blood glucose without ketones, dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no need for professional medical intervention, no back-up therapy, and no assistance beyond customer support. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction identified and that the insulin delivery pathway appeared patent during the call. It was concluded that the cause of the hyperglycemia was unclear and that the device was functioning as designed based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.